Event description:
A (B)(6) patient underwent a posterior fossa craniotomy for tumor resection with intraoperative MRI. A modified mayfield headrest was used to stabilize the head in the prone position for access to the surgical site. After resection of the tumor and closure of the incision, the surgical set-up was removed from the area, the patient was removed from the pins and the head rest, and an MRI scan was completed to assess for residual tumor. Resectable, residual tumor was identified and the surgical team prepared for re-opening the surgical incision, including repositioning the patient to a prone position and reapplying the pins and headrest. During this the second pinning, it was noted that one of the pins did not register pressure as it was being tightened. The torque screw was changed and pressure measurements were identified on the torque screw and the pin had 45 pounds of pressure applied. The residual tumor was resected. When the surgical drapes were removed, there was bleeding noted at the pin site located in the left temporal area. When the pin was removed, some bleed drained through a laceration secondary to the pin and the epidural space could be visualized indicating a skull fracture.